Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw) oversensing was observed on the right atrial (ra) lead. It was also reported that there was under reporting of atrial arrhythmias due to them failing into absolute blanking periods. The ra lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.